Event description:
Reportedly, a needle punctured this side of the container and a nurse was stuck in the hand with a contaminated needle. The syringes, needles, and vials were in the container and a 18" gauge needle was protruding 1/4" to 1/2" out of the container. At this time it is not known what is being done with the employee as far as treatment.